Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Since it was not confirmed that the stent was present prior to use, before it was introduced into the patient anatomy, it is possible that the reported issue may have been related to stent dislodgement, rather than a missing stent as reported. It should be noted that the vision instructions for use states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and/or anatomy, or improper or inadequate crimping at the time of manufacture. It is possible that the stent may have been dislodged due to handling prior to the procedure; however, the device was not returned to abbott vascular for analysis which may have aided in the investigation and determination of cause. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported dissection is a known adverse event listed in the rx vision instructions for use. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.

Event description:
It was reported that after what was thought to be deployment of a 3.5 x 18 rx vision stent in the circumflex artery, a dissection was noted. The physician requested that the av account manager review the intravascular ultrasound (ivus) images. The av account manager reviewed the study and reported that at no time is a stent seen on the stent system during advancement, deployment attempt, or withdrawal. During the actual procedure, after the dissection occurred, there was no treatment for the dissection other than the post-dilatations that were performed for what was thought to be the implanted stent. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information has been provided.